Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient¿s device was at eos (end of service) on (B)(6) 2017. The device was off/disable and no longer provided therapy. There was no allegation/dissatisfaction with the ins longevity. It was also reported that the patient¿s back was really hurting, and they said that they have always had this back pain. The patient was advised to contact their managing healthcare provider to schedule a replacement surgery.